Event description:
Hard knots on the upper cheekbones; redness under both eyes (injection site); bruising under both eyes (injection site); swelling under left eye at injection site. Information received on 31-may-2007 from the consumer and the physician regarding the female patient with a history of anxiety, depression, and treatment with botox and juvederm, and no history of allergies or autoimmune diseases. The patient was taking concomitantly depakote for depression, effexor for anxiety, and wellbutrin and provigil as needed. Three weeks earlier, the pt received injections of captique under her eyes and had immediate bruising at the injection sites, which resolved on an unspecified date. Two weeks later, the pt returned for a check-up with the physician and received treatment again under the eyes with the remainder of the product from the same syringe that was used for the first treatment. After the second treatment the pt developed "bright" redness under both eyes and quarter size knots that extended from the top of the cheek under the eye to the inside of the eye next to the nose. The left eye area was worse and began to swell. The physician prescribed cipro as a precaution for infection. The events of hard knots, redness, and swelling have not resolved.